Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ left one not in place has migrated into the pelvis") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") in a (B)(6) female patient (gravida 4, para 3) who had essure (batch no. 685787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, pancreatic stent placement in 1993 and cholecystectomy in (B)(6) 2009. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), nsaid's, ondansetron (zofran) and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("severe pain at the time of the procedure"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), naproxen, omeprazole (prilosec) and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and fatigue outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The (B)(6) was the reported birth weight. The reporter considered anxiety, back pain, depression, device dislocation, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from essure device. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: 2 coils in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet and medical record were received. Device dislocation was clubbed with left one was not in place has migrated into the pelvic cavity. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, nausea, fatigue and she did not undergo an essure confirmation test. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ left one not in place has migrated into the pelvis") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 685787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, pancreatic stent placement in 1993 and cholecystectomy in (B)(6) 2009. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), nsaid's, ondansetron (zofran) and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("severe pain at the time of the procedure"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. The patient was treated with ibuprofen (motrin), naproxen, omeprazole (prilosec) and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and fatigue outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth of a healthy child. 3031g was the reported birth weight. The reporter considered anxiety, back pain, depression, device dislocation, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from essure device. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: 2coils in the pelvic cavity . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left one not in place has migrated into the pelvis') in a 30-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included cholecystectomy in (B)(6) 2009, pancreatic stent placement in 1993, multigravida and parity 3. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included atorvastatin since 2018, buspirone since (B)(6) 2017, cyclobenzaprine, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced procedural pain ("severe pain at the time of the procedure") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish/ anxiety") and bipolar disorder ("bipolar disorder"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient was treated with naproxen, omeprazole (prilosec), and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, depression, nausea, fatigue, bipolar disorder and dyspareunia outcome was unknown, the back pain was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 3031g was the reported birth weight. The reporter considered anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from essure device. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: results: 2coils in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left one not in place has migrated into the pelvis') in a 30-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included cholecystectomy in (B)(6) 2009, pancreatic stent placement in 1993, multigravida and parity 3. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included atorvastatin since 2018, buspirone since (B)(6) 2017, cyclobenzaprine, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2010, the patient experienced procedural pain ("severe pain at the time of the procedure") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish/ anxiety") and bipolar disorder ("bipolar disorder"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient was treated with naproxen, omeprazole (prilosec), and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, depression, nausea, fatigue, bipolar disorder and dyspareunia outcome was unknown, the back pain was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 3031g was the reported birth weight. The reporter considered anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff underwent treatment due to complications from essure device. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: results: 2 coils in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left one not in place has migrated into the pelvis') in a 30-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included cholecystectomy in (B)(6) 2009, pancreatic stent placement in 1993, multigravida and parity 3. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included atorvastatin since 2018, buspirone since (B)(6) 2017, cyclobenzaprine, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced procedural pain ("severe pain at the time of the procedure") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish/ anxiety") and bipolar disorder ("bipolar disorder"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient was treated with naproxen, omeprazole (prilosec), and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, depression, nausea, fatigue, bipolar disorder and dyspareunia outcome was unknown, the back pain was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 3031g was the reported birth weight. The reporter considered anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from essure device. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: results: 2coils in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left one not in place has migrated into the pelvis') in a 30-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included cholecystectomy in october 2009, pancreatic stent placement in 1993, multigravida and parity 3. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included atorvastatin since 2018, buspirone since november 2017, cyclobenzaprine, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced procedural pain ("severe pain at the time of the procedure") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish/ anxiety") and bipolar disorder ("bipolar disorder"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In august 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)"). In january 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient was treated with naproxen, omeprazole (prilosec), and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, depression, nausea, fatigue, bipolar disorder and dyspareunia outcome was unknown, the back pain was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on an unknown date and estimated date of delivery was 26-jul-2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 3031g was the reported birth weight. The reporter considered anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from essure device. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on 09-feb-2018: results: 2coils in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ left one not in place has migrated into the pelvis") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") in a 30-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, pancreatic stent placement in 1993 and cholecystectomy in (B)(6) 2009. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included atorvastatin since 2018, buspirone since (B)(6) 2017, cyclobenzaprine, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("severe pain at the time of the procedure") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnoral bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish/ anxiety") and bipolar disorder ("bipolar disorder"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient was treated with naproxen, omeprazole (prilosec), and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, menorrhagia, depression, nausea, fatigue, bipolar disorder and dyspareunia outcome was unknown, the back pain was resolving, the vaginal haemorrhage and dysmenorrhoea had resolved and the anxiety had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 3031g was the reported birth weight. The reporter considered anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from essure device. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: results: 2coils in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received. Concomitant drug added. Events dysmenorrhea (cramping) and dyspareunia added. Events depression, mental anguish/ anxiety outcome updated to not recovered / not resolved. Event mental anguish/ anxiety, outcome updated to recovered / resolved. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ left one not in place has migrated into the pelvis") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 685787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, pancreatic stent placement in 1993 and cholecystectomy in (B)(6) 2009. Concurrent conditions included abdominal pain, chronic pancreatitis, epigastric pain, gastritis, breast pain, rib pain, mastalgia, breast discharge, lumbar strain, arthralgia, knee swelling, hemarthrosis, osteoarthritis, chest pain, gastroenteritis, abdominal distension, pain sacroiliac, dysmenorrhea, paratubal cyst and dysplasia. Concomitant products included buspirone since (B)(6) 2017, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), nsaid's, ondansetron (zofran) and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("severe pain at the time of the procedure") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and bipolar disorder ("bipolar"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("constant back pain"), polymenorrhoea ("more than one period per month"), insomnia ("trouble sleeping"), mood altered ("moody") and menstrual disorder ("menstruation issues"). The patient's last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2013. The patient was treated with ibuprofen (motrin), naproxen, omeprazole (prilosec) and surgery (hysterectomy with bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, procedural pain, polymenorrhoea, insomnia, mood altered, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue and bipolar disorder outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth of a healthy child. 3031g was the reported birth weight. The reporter considered anxiety, back pain, bipolar disorder, depression, device dislocation, fatigue, insomnia, menorrhagia, menstrual disorder, mood altered, nausea, polymenorrhoea, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from essure device. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: 2coils in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: new pfs received- new event bipolar disorder was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.